Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the pacemaker was at end of life, with no output (device "didn't work anymore"), but 9 months ago the device information indicated 4 years of service life remaining. It was also reported that the patient had syncopal episodes. The device was explanted and replaced. No further patient complications have been reported as a result of this event.